Event description:
It was reported that the patient with this right ventricular (rv) lead went into the emergency room (ER) due to presyncope while working on a ceiling. The device was not interrogated, and the patient went home. The health care professional (hcp) had patient do a patient-initiated interrogation (pii). It was noted that there was oversensing on the lead at the time of the presyncope that resulted in pacing inhibition. The patient experienced asystole in multiple episodes. Technical services (ts) advised the hcp to troubleshoot with the physician. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).